Event description:
The patient presented to the clinic after receiving an alert for bvvi. It was noted that the device experienced a power-on reset. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field experience was confirmed. The ICD suffered a por due to an ICD-delivered shock. The cause for the por could not be determined. The device showed normal characteristics.